Event description:
While implanting an itst rod, the surgeon hammered on the metal impactor handle. After the itst rod was implanted, the surgeon attempted to drill for the lag screw. At this point it was noticed the rivets were missing and the guide had separated from the rod. The nail was then removed with vice grips and a dhs sideplate was implanted.